Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any malfunction code resurfaced.